Event description:
Anesthesia was performed without problems for 2 h. Then pt was set into prone position and later on back into dorsal position. Then after extubation bronchospasm (no filter in ure). No manual ventilation by mask was possible, therefore pt was intubated again. Also now under mechanical ventilation a ventilation of the pt was hardly possible. To medicate the bronchospasm a number of medications were applied, one as a spray: berotec n 100 was nebulized between pt and filter. Now a difficult mechanical ventilation was possible which was improved after removing the filter. Note: berotec100 is a fenoterol contain drug, a derivate from ethanol. The use berotec-spray consists of fenoterol: (+-)-1-(3,5-dihydroxyphenyl)-2 {[1-(4-hydroxyphenyl)-2-propyl]amino} ethanol. Co assumes, that this spray has reduced the hydrophobizitat of the filter which then led again to the increase. No pt sequelae were reported.